Event description:
During follow-up, the right ventricular (rv) lead was no longer stimulating and sensing was decreased. Provocative testing was completed and noise was also observed on the rv lead. An ultrasonic examination revealed a lead perforation. The lead was explanted and replaced with no further intervention. The patient is stable.